Event description:
It was reported that "pt transferred from another facility on (B)(6) 2012. Noted the blue pinch clamp was broken on arrival. Pt refused to have catheter changed. He has had the current catheter insitu since 2009. Temporarily placed blue dialysis clamp I catheter. Hosp elected to source another clamp from a demo hemosplit catheter in the interim until repair kit available."

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device remains in the pt. A lhr review is not possible, as no mfg lot number has been provided by the complainant.